Event description:
Resident was being transferred by hoyer lift from bed to wheelchair as the lift was being pulled away from the bed, the resident's weight shifted. This caused the lift to tip, and the resident to fall to the floor. The resident sustained fractures to his left leg.